Manufacturer narrative:
Additional information received in this case indicates that the patient did not experience a serious injury, therefore it is no longer considered to be a reportable event.

Event description:
The nature of the injury was noted as erythema and blister that turned into a hyperpigmented area over the inferior palpebra immediately after a procedure on the eye. The patient received an ice compress for treatment. The current status was noted as the hyperpigmented area is recovering but not yet disappeared, however, it was noted that no scar is expected. This is no longer considered a serious injury and is determined not to be a reportable event.

Manufacturer narrative:
A review of the device history records is in progress. Product return has been requested but not yet received. Based on available information, no causal factors can be determined and no conclusion can be drawn. Additional information has been requested but not yet received.

Event description:
A distributor reported that a patient underwent a full face thermage treatment. Following the treatment it was noted that there were scald blisters observed around the eyes of the patient.